Manufacturer narrative:
B7 added information that was omitted from the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the cause of the bleed cannot be determined since insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, a 53-year-old male patient underwent placement of an impella cp mechanical circulatory support device for treatment of an acute myocardial infarction with associated cardiogenic shock. His medical history included coronary artery disease and an ejection fraction of 20 percent. Bleeding was noted at the impella access site despite multiple troubleshooting efforts. During the procedure in the cardiac catheterization laboratory, the patient received eighteen thousand units of heparin along with tirofiban and cangrelor infusions. Manual compression was applied, a new dressing was placed, and a sandbag was positioned over the site. Improvement in bleeding was noted, and the patient¿s hemoglobin and hematocrit remained stable at the time of the complaint. No further episodes of bleeding were documented. The patient died on (B)(6) 2025. This complaint will be conservatively coded as a patient death because the patient was supported by the device at the time of death; however, the death is most likely attributable to the patient¿s underlying medical condition.